Event description:
Medtronic received a report that there was poor tip expansion (deployment failure in the distal region). The full release was only o nce and it was not broken during the procedure. The pipeline was not positioned in a bend, less than 50% of the device was placed in a bend when it failed to open, and it was resheathed 2 or less times. They did not perform some kind of operation, such as using another device to deploy the stent. The stent was removed from the patient's body, the device was resheathed and retrieved with the microcatheter. The pipeline was used for an indication that is approved. The device was prepared as indicated in the package insert. Postoperative findings related to blood flow contrast showed the second one was placed without any problems. There were no symptoms reported.   The patient was being treated for an unruptured, saccular aneurysm in the right ic paraclinoid with a max diameter of 7mm and a neck diameter of 4mm. Access vessel was the ica with a 4.2mm diameter. Dapt (dual antiplatelet treatment) was administered.  Blood vessel diameter in the landing zone was 4.2mm on the distal side and 5mm on the proximal side. Vessel tortuosity was moderate. Ancillary devices included phenom (fg15150-0615-1s, lot# 228323973), fubuki 8f 80 cm and navien 5fr115cm (lot# b497568) guide catheters. Additional information received reported deployed about to the middle of the total length and expanded the part before the deployed, but the tip did not open. In an attempt to resolve the issue, the pipeline was resheathed 1 or 2 times, no other devices were used. The anuerysm being treated was in the clinoid (c5).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.